Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A historical trending and similar complaint trending review for the product family was conducted. Since the batch number is unknown, is not possible to perform a mfg records review. The root cause for this complaint is determined to be operational context. The complaint is associated with a product that meets design and manufacturing specifications but due to anatomical/procedural factors encountered during the procedure, the performance was limited. A CAPA has been initiated to address this issue.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred, the 90% stenotic lesion was located in the calcified and moderately tortuous left anterior descending (lad) coronary artery. The 20mm x 3.25mm maverick2 monorail balloon catheter was advanced for predilation; however, the balloon ruptured at 10 atms on the initial inflation. The procedure was successfully completed with this device. No patient complications were reported. Patient status is reported as "good".